Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer stated that morning he woke up with high blood glucose and he tried to take some insulin he was doing a set change and priming pump no insulin was coming out getting no delivery alarm. Customer states the insulin did exit. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer will be returned device for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to blank display.